Event description:
It was reported that the patient's left ventricular lead had dislodged. The lead dislodgement was confirmed by imaging. The lead had historically been turned off and was subsequently explanted and replaced. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.